Event description:
It was reported that during a spinal procedure, the bur broke off in the attachment and the drill bit fell into the surgical site. The bur was manually removed and it was verified via fluoroscopy that nothing remained in the surgical site. The procedure was completed with back up equipment. There is no report of adverse consequence as a result of this malfunction.

Manufacturer narrative:
The product was received and the alleged complaint was verified. The root cause of this incident may potentially relate to abnormal treatment of the product. This is possible as the shanks of the burs used in this attachment are very small and excessive force can cause them to break. The label of the device subject to this MDR has a warning which stated: do not use excessive force. A new device has been sent to the account.